Event description:
It was reported that during implant, the lead helix was noted to be extended while trying to place the lead and the implanter was unable to fully retract the lead helix. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and the inner insulation of the lead became extrinsically distorted due to kinking/buckling. It was noted that the proximal and distal conductors of the lead became extrinsically distorted due to pulling /stretching/overstress and the distal lv (low voltage) electrode of the lead was covered in blood. Also, visual summary analysis of the lead indicated damage at implant and stretching. The analyst commented that the lead was returned stretched, with buckling of the inner insulation. A stretched lead may not fully transfer torque to the helix when turning the is-1 connector pin. (B)(4).